Event description:
The customer reported a false negative reaction of a known anti-e with biotestcell-p3. Customer sent us a patient sample but not the complaint lot of biotestcell-p3. This sample was tested with the retention sample of biotestcell-p3 on tango. The sample reacted negatively. Furthermore, the sample was tested with enzyme treated red cells on tango and reacted strongly positive. The sample was also tested with the liss/coombs gelcard of diamed and reacted negatively. The performed tests confirm the weakness of this antibody and the preference for reacting in enzyme technique. The affected lot of biotestcell-p3 was tested with different controls on tango. All positive and negative reactions were correct.